Manufacturer narrative:
Continued e1. Phone: (B)(6). Continued e1. Mobile phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported "rupture of the prosthesis", "signal like of silicone, which may correspond to signs suggestive of extracapsular rupture". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6., h.6.

Event description:
Healthcare professional reported "rupture of the prosthesis", "signal like of silicone, which may correspond to signs suggestive of extracapsular rupture". This record is for the right side. Device has been explanted.